Event description:
Servo I has no screen display when powered up. Alarms continuously while powered up, beeps for 5 minutes when ac mains is removed. Ac mains indicator lamp is lit when power cord is plugged into wall socket.